Event description:
It was reported that during a coronary drug eluting stenting treatment procedure, a no flow condition occurred. The 80% stenosed lesion being treated was located in the mildly calcified, mildly tortuous proximal left anterior descending (lad) artery. The lesion was predilated with a 3.0 mm non-bsc balloon, inflated to 12 atm for 15 seconds. The physician deployed a 3.50 x 20 mm taxus liberte drug eluting stent, inflated to 12 atm for 12 seconds. The stent was post dilated with a 4.0 mm quantum balloon, inflated to 18 atm for 12 seconds. Then, no flow was identified to the lad and the physician post dilated again and gave the patient adenosine which restored the flow. The no flow condition were caused by a soft plaque embolization. The physician does not feel the event was caused by the taxus stent, but by the lesion conditions. Patient status reported as "fine".

Manufacturer narrative:
The complainant indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed.